Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the arm on (B)(6) 2017. The patient¿s mother stated that the patient was vomiting and was unaware that the patient was experiencing symptoms of high bg values. The patient¿s mother could not reach the patient¿s doctor at the time of event and made several phone calls and emails to the doctor and took the patient to the emergency room (ER). The patient¿s bg values were taken at the ER and was reading above 500 mg/dl. The patient was admitted to the hospital and was released on (B)(6) 2017. The patient¿s mother did not know what treatments were made at the hospital but indicated that the hospital report displayed that the patient was diabetic ketoacidosis (dka). At the time of contact, the patient as doing okay. No additional patient or event information is available. Data was received for evaluation, data review confirmed the reported event of inaccurate cgm values. A root cause could not be determined via data. It was reported that the sensor was inserted into the arm. Dexcom labeling indicates: do not insert the sensor component of the g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the g5 mobile system is not approved for other sites. If placed in other areas, the g5 mobile system may not function properly. It was reported that the patient did not calibrate after the inaccuracy. Dexcom labeling indicates: if the cgm values are outside the 20/20 range, calibrate again.